Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Asper the available information, the event occurred while retrieving the clot along with trevo from the vessel into the catheter. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of thrombectomy for left m1-distal, with mrs score of the patient before the onset was 1, removal difficulty of retriever (subject device) while retrieving the clot along with retriever from the vessel into the catheter occurred. The procedure was completed successfully. There were no vessel perforation, vessel dissection or hemorrhage after the procedure.